Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Per field service engineer (fse), the customer replaced the da pcba to mc pcba cable and installed the mc pcba retention bracket per (B)(4).